Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-70 serial # (B)(4) description: artisan 2x8 paddle lead (lim), 70 cm. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient's precision system was explanted due to an infection at the incision site. The patient's symptoms included pus and redness. The physician is unsure of the cause of the infection. The patient was given IV and oral antibiotics and was reportedly doing well following the procedure.